Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be depleting faster than expected, remaining with 13% of battery and a battery depletion alert. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion error message, due to premature battery depletion. The battery was found to have only 13% of remaining battery capacity, and engineering analysis confirmed the battery to be depleting more quickly than expected. Device replacement was recommended. Subsequently, this s-ICD was explanted, replaced and was returned for analysis. High shock impedance measurements were noticed during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. However, laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observation of high shock impedance.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion error message, due to premature battery depletion. The battery was found to have only 13% of remaining battery capacity, and engineering analysis confirmed the battery to be depleting more quickly than expected. Device replacement was recommended. Subsequently, this s-ICD was explanted, replaced and it is expected to be returned for analysis. High shock impedance measurements were noticed during the explant procedure. No additional adverse patient effects were reported.